Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within the next several months to ensure an adequate safety margin. No resulting adverse patient effects have been reported. Additional information later received indicates this device was replaced in another hospital in (B)(6) 2021. Besides intervention, there were no other adverse patient effects reported. The device was discarded and therefore will not be returned for laboratory analysis.

Manufacturer narrative:
This device was discarded; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Following explant, return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within the next several months to ensure an adequate safety margin. No resulting adverse patient effects have been reported.